Event description:
The facility representative reported an as50 pump with a condition of "does not function." It is unknown when the event occurred; however, it was identified in the "nursery area" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: an as50 pump with a reported condition of "no funciona "does not function" was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. A device history record review was performed finding that there were exceptions, nonconformities, and/or reworks that occurred during the manufacturing of the complaint lot or serial number. Specifically, the "pump with 'no alert light during vertical test,' 'mech.s.g' was changed & pump passed subsequent testing". A service history review revealed that this device has not been serviced prior to this event.